Manufacturer narrative:
Functional testing was performed, and no problem was found with the device. The device is operating as intended. Based on the customer events of the reported problem, all the infusions in the device were manually stopped. None of the infusions were run and completed as programmed. The root cause for this event is user error. The service history review identified no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported, that after a blood transfusion. A pump had issues at the end of the infusion. The pump defaulted back to original settings. And never prompted to program a flush. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.